Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger, product ID: 977a260 , serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: a03888001, lot# unknown, product type: recharger. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect and the spinal cord stimulator (scs) never gave her relief and had turned it off for months. The patient stated it kept shocking her ¿where the lead plugged into the device.¿ her tailbone was always hurting. The patient stated she needed pain relief for her tailbone and she had severe leg spasms prior to and after a bowel movement. It was noted she had constipation frequently. She only had stimulation in her stomach when she was sitting, unless she was lying flat. The symptoms or event occurred following implant. A coupling problem was reported. The patient was having difficulty maintaining coupling. She could get eight but when she would lean back she would lose coupling. Spacers were being sent to the patient to see if it helped with the coupling issue. The patient¿s status at the time of the report was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).